Event description:
It was reported that the patient presented experiencing diaphragmatic stimulation that led to further testing where it was discovered that the left ventricular lead had dislodged. The lead was revised and successfully repositioned with no complications. The patient was stable.